Event description:
Procedure type: tep. According to the reporter: during the surgery the packing (co2 gas leakage protection) which was inside the trocar fell out. It almost fell into the abdominal cavity. No pt injury.

Manufacturer narrative:
(B)(4).